Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: part #314.291, lot 13-9463 manufacturing location: (B)(4), legal manufacturer: (B)(4), manufacturing date: 06 jan. 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reduction clamp was used in surgery for pelvis on (B)(6) 2016. The handgrip of clamp broke just after he started using. Another reduction clamp was used to complete the surgery. There was no surgical delay. No fragments were generated. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The handle (black plastic part) is broken. Furthermore we found that the toothed tips of the crown part are worn. There are scratches and indentations all over on the surface. The slide mechanism is still working. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the wear and tear signs, we have to assume that a combination between intense use and a mechanical overload during use, could have led to a crack in the handle and finally to the breakage of the handle. Because of the damage, the complaint relevant dimensions cannot be checked. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.